Event description:
Nurse called in to report that the patient received therapy shock last night. The device event log confirmed that the patient had received a therapy shock on (B)(6) 2023. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
The initially reported kit# in 3015185344-2023-00070 was incorrectly reported from the the field. This supplement report addresses the previously reported inaccurate kit #. The accurate kit no associated with the reported issue is updated in this supplement. Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. However, therapy cable testing was not performed due to physical damage incurred in the field. Device evaluation confirms that the monitor functioned as expected. Evaluation evidence indicates monitor performed per prescription and intended use. Review of patient's device event log indicated that the patient was in atrial fibrillation or atrial flutter with fast wide ventricular rate within the programed treatment zone. Per prescription the device was set to treat vt over 170 bpm. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button. There is no indication of a device malfunction or noise contributing to the device determining that the defibrillator threshold had been exceeded.